Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, active current and sleep current measurement test. The pump was received with a pump error 43 alarmed during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarm. Pump¿s history and trace files downloaded successfully using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The pump was received with minor scratches on lcd window and scratched case. Motor motion alarm (43) was found in history file on 09/27/2025 12:08:30.000. In summary customer alleged pump error 41 confirmed. Pump error 43 alarm confirmed during analysis due to corroded motor home switch. Failed battery test not confirmed. Cracked case battery tube not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 41(motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period), and pump error 43(an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed. The customer also reported a crack on the back side of the battery compartment and received a battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.